Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) , in stage 3 anastomosis, when pushing the white plunger to deploy the seal into aorta and removing the delivery device while covering the aortotomy, it was found that the stitches that held the seal hooked off the seal came off before unfolding to close the vascular hole. So it can't be used. During the case, the user has opened a new one and used it normally. No injury to the patient.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm), in stage 3 anastomosis, when pushing the white plunger to deploy the seal into the aorta and removing the delivery device while covering the aortotomy, it was found that the stitches that held the seal hooked off the seal came off before unfolding to close the vascular hole. So it can't be used. During the case, the user has opened a new one and used it normally. No procedure delay. No injury to the patient.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section: b-3 from "08/29/2022" to "09/01/2022¿.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 11/07/2022. An investigation was conducted on 11/15/2022. A visual inspection was conducted. Signs of clinical use and light evidence of blood were observed. Only the seal and aortic cutter were returned. The seal was observed to be in an unraveled state and was not returned with the tension spring assembly. The aortic cutter was observed to be unlocked but not deployed. The needle of the aortic cutter was observed to be bent. Based on the returned condition of the device and investigation results, the reported failure "unraveled material" was not confirmed; however the analyzed failure "material twisted/bent; needle" was confirmed. The lot # 3000239160 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.